Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8300 error 571.6241. Technical support: 1. Check harness to oridion module and reseat harness. 2. Replace etco2 board. 3. Send in to factory for repair. Recommended replace oridion module kit. Assisted with a part number. Alfonso will replace oridion module kit. The root cause of the customer's report could not be determined. A review of the device history record showed the device had a manufacture date of 21 oct 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported error 571.6241 on etco2 module. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported error 571.6241 on etco2 module. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8300 error 571.6241. Technical support: check harness to oridion module and reseat harness. Replace etco2 board. Send in to factory for repair. Recommended replace oridion module kit. Assisted with a part number. Alfonso will replace oridion module kit. A review of the device history record showed the device had a manufacture date of 21 oct 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported error 571.6241 on etco2 module. There was no patient involvement.